Manufacturer narrative:
Additional information: the complaint matter was received inside of a specimen vial. Visual inspection under magnification revealed the yellow thread described by the customer, which was then sent to an independent laboratories for further analysis. Per independent laboratories, "the bulk of the fiber is identified as a polyamide nylon, possibly pa 6/12". (B)(4). Between the foreign material and the j&j manufacturing process ftir library it cannot be confirmed to be related to manufacturing and is therefore inconclusive. Throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing microscope magnification steps that would have identified and discarded a lens with a similar particulate or substance as required by approved j&j procedures. The manufacturing process is performed inside a regulated clean room class 6 manufacturing room that requires full gowning before entering the room. No product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted, at the postoperative evaluation a pale-yellow threadlike substance was found in the operative eye of a patient. The patient required removal of the lens; however, it was later confirmed that the patient had no problems with postoperative inflammation or visual acuity; therefore, the lens remained implanted and only the foreign material was removed from the eye on (B)(6) 2021. There was no patient injury reported. No further information was provided.